Event description:
An empty drager baby leo isolette was alarming. Upon inspection it was noticed that the screen was indicating "device failure, heating off, check settings." When staff attempted to silence alarm and troubleshoot, the touch screen was not working. Staff was not able to shut off the isolette the typical way. Clinical engineering team was contacted and the isolette was removed from the nicu floor. This device has had 11 service requests since [redacted]-over the last 12 months.